Manufacturer narrative:
The device was returned for investigation and the investigation results were provided. DHR review: the quality records indicate that these components met all requirements to perform as intended. Complaint investigation event description - event summary: patient underwent revision due to pain, loosening, fluid collection and debris. Review of received data - surgical report : review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis visual examination -following components have been returned for investigation: durom cup and ldh head and head adapter -all received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: -the durom cup shows none bone ongrowth on the anchoring side. -the inner surface of the head adapter shows some surface changes in form of fretting corrosion -the outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s 'instruction leaflet for endoprosthesis. Conclusion no further investigation required as this issue is known and addressed(error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Sales of the durom acetabular component were voluntarily and temporarily suspended in the u.s. Until implementation of the corrective action in 2008 (update of surgical technique brochure and instructions for use, and a new u.s. Surgeon training program). After implementation of the corrective action, sales were resumed to those surgeons who completed the mandatory u.s. Surgeon training program. Due to low sales, zimmer (B)(4) stopped selling the durom acetabular component in the u.s. At the end of 2010. A CAPA effectiveness check was completed in (B)(6) 2010 confirming that the corrective action resulted in a decrease in total complaints. Since (B)(6) 2009, robust post market surveillance activities have been implemented such as literature reviews, review of relevant registries, and review and monitoring of complaint and adverse incident histories. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Zimmer (B)(4) consider this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Trend analysis: trend has already been identified and a CAPA has been initiated and performed. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: the patient underwent a revision surgery due to pain, loosening, fluid collection and debris. The review of surgical report and other documents did not lead to new information regarding the reported event. No further investigation required as this issue is known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 48/42h on (B)(6) 2009 on the right side and started experiencing pain when walking a few days before (B)(6) of 2016. A revision surgery was performed on (B)(6) 2017 due to pain, loosening, fluid collection and debris.